Manufacturer narrative:
Other applicable components are: product ID 3387-40, lot# l62016, implanted: (B)(6) 1999, product type: lead; product ID 3387-40, lot# j0349106v, implanted: (B)(6) 2004, product type: lead; product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
The manufacturer representative (rep) reported that there was an impedance issue and the reason for failure was suspected to be the age of the lead. It was the rep's understanding that the patient experienced a change in impedances after a fall in (B)(6) 2016. There was an open circuit and they were going to be testing the lead. The rep was unsure if they could program around the issue and wanted information on intra-operative testing. The rep was unaware of any patient issues as of (B)(6) 2016. The rep was going into the case on (B)(6) 2016. The lead-extension connection was opened and the lead impedances were tested using the short stylet, twist-lock cable, external neurostimulator (ens), and clinician programmer. The open circuit was found to have originated in the lead and the cause was unknown. The lead and entire system was removed and the patient was scheduled for re-implant at a future date. The patient's indications for use were essential tremor and parkinsonian tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.